Event description:
A technician found that the foot end brakes on this stretcher did not operate.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the missing brake/steer linkage in order to resolve the problem.